Manufacturer narrative:
This is the final report submitted regarding this surgical event and medical device.

Manufacturer narrative:
This is the initial report submitted regarding this surgical event and medical device.

Event description:
The three following instruments are cross threaded and cannot be continued to use. The tip of the glenoid sphere extractor screw (mwd148) broke off inside the wound and it took 1.5 hours to retrieve it. The glenoid sphere extractor screw (mwd148) also became cross threaded in the glenoid sphere extractor 42 mm (mwb218).